Manufacturer narrative:
Result - incorrect scale reading due to bent frame. Conclusion - bed removed from service.

Event description:
It was reported by service report that the scale was not operating properly. There was pt involvement; however, no adverse consequences were reported.